Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 09/05/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for sn (B)(6), which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the device won't turn on/off. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device won't turn on/off. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for sn (B)(6) , which confirmed similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of (B)(6)2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6)was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported the device won't turn on/off. There was no patient involvement.